Event description:
The customer reported this chronic atrial lead was explanted (capped) due to noise and high thresholds. The lead was actively implanted for approximately 19 years, 5 months.

Manufacturer narrative:
The lead was capped, therefor,e it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling, and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.